Event description:
It was reported that during a bullae of lung resection, the device could not be released. The case was converted to open and the device was excised from the tissue. Used hand sewing to finish the case. Extended or time about 1 hour. The pt is fine.